Manufacturer narrative:
Attempts to obtain additional information from the field revealed there was no performance allegation from the physician. The device will not be returned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information from the patient's spouse that the patient died because the pacemaker did not respond appropriately to the heart impulses after having a procedure to repair a hip fracture.